Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, one measurement of high, out of range high voltage lead impedance was observed. However, in clinic the hvli was tested and was within range. Diagnostic anomaly was suspected. The patient will continue to be monitored.

Event description:
New information notes that programing changes were made for this event. The rv-can trends were normal and un-remarkable since programming change made on (B)(6) 2016. No intervention was done at this time and device remains implanted. The patient condition is fine.